Event description:
The customer stated that the architect analyzer is generating erratic chloride (cl) results for patient sid (B)(6). Initial cl result was 90meq/l / repeat result was 100meq/l. The initial result was not reported from the lab. There was no reported impact to patient management. The customer stated that the controls are all within acceptable range. There was no additional patient information provided.

Manufacturer narrative:
Added patient's sex (male). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text and attached files, a search for similar complaints, and a review of labeling. Discrepant ict patient results were generated by the architect c4000, serial number (B)(4). A review of the reference files attached to the ticket verified the customer's issue. A product labeling review found the architect system operations manual, and the ict sample diluent package insert contain adequate information for the described issue. A review of complaints for ict discrepant results did not identify any trend. A review of service history found no service history issues with architect c4000 serial number (B)(4). The complaint investigation information did not reasonably suggest a device malfunction caused this issue. The ict discrepant result issue was resolved through the replacement of a used 1 ml syringe and a used ict check valve. No systemic deficiency was identified during this investigation, and no further investigation of this complaint issue is required.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.